Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to pool water. The insulin pump's display was blank at the time of the call. The customer's blood glucose level was 237 mg/dl. Troubleshooting was performed. The battery cap was not damaged. Due to the insulin pump no longer working, the device will be replaced and returned for analysis.

Manufacturer narrative:
Unit received with high sleep current due to corroded electronic assemblies. No blank display anomalies noted. Unit alarmed pump error during rewind due to moisture damage to force sensor. Unit passed selftest. However, unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error. Unit received with corroded motor home switch. Unit received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.